Manufacturer narrative:
Evaluation: results- visual inspection of the returned product found the lens optic torn into two pieces, with a piece torn off and missing. One haptic was torn off and missing. Half of the other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective action included improvements in MFR, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed in pieces and no pt injury was reported. Another same type lens was implanted.